Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was making noise. Furthermore, a technical error code indicating an open safety valve and multiple pre-use tests failures were found in device's log files. Identification of issue has been done by analyzing problem description and service report. The situation described may lead to stop of ventilation. It has been detected that expiratory channel board needs to be replaced. The expiratory channel board contains electronics including microprocessor for handling of safety valve control (with input from other subsystems). Defective part was not available for further analyze. The root cause to the reported issue has not been determined. H3 other text : 4114.

Manufacturer narrative:
#H3a device evaluated by mfg: no. Corrected device evaluated by mfg: yes. #h3b device not eval provide code: other. Corrected device not eval provide code: blank. #h3c if other provide code -explain: 4114. Corrected if other provide code -explain: blank. #h6 type of investigation: 10, 4111, 4114. Corrected type of investigation: 10, 4111.

Event description:
Manufacturer's ref. #: (B)(4).